Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 3006705815-2018-00224. It was reported the patient's scs system was not helping with the pain and reprogramming of the scs system did not help. The patient was dissatisfied with the scs system and had surgery to remove it.